Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that section e information was inadvertently not included on the initial medwatch report. The following sections have been updated accordingly. Section e1. Title: dr. Section e1. First/given name: (B)(6). Section e1. Middle name: (B)(6). Section e1. Last name: (B)(6). Section e1. Email address: (B)(6). Section e1. Establishment name: (B)(6). Section e1. Country: united states of america section e1. Address - line 1: (B)(6). Section e1. Address - line 2: (B)(6). Section e1. City: (B)(6). Section e1. State, province, or territory: california section e1. Post office or zip code: (B)(6). Section e1. Telephone number: (B)(6). Section e2. Health professional? Yes . Section e3. Occupation: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not available. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: if explanted: unknown, information not provided. Section e1: initial reporter's first & last name: unknown, information not provided. Section e1: initial reporter's email address: unknown, information not provided. Section e1: initial reporter establishment name: unknown, information not provided. The best estimate name is (B)(6). Section e1: initial reporter's address, city, state and zip code: unknown, information not provided. Section e1: initial reporter's telephone number: unknown, information not provided. Section h3(no): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported issues with monofocal intraocular lens (iol), model pcb00 that the lens was completely "mummified" in 1 piece and would not come out of its injector. The doctor met a lot of resistance so withdrew. The iol looked like it had "melted" into one solid, inflexible piece of plastic, like a shrinky dink. The issue reported with two (2) pcb00 lenses. No further information was provided. Note: this is report 1 of 2.